Event description:
It was reported that the patient had the artificial urinary sphincter removed due to fluid loss from a hole in the crease of the cuff. This resulted in an increase of incontinence for the patient. A new artificial urinary sphincter was implanted. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation. Concomitant medical products product/therapy: the lot number and model number for the balloon and pump components was obtained through a review of the cuff lot # associated with the surgical history previously provided by the physician.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to fluid loss from a hole in the crease of the cuff. This resulted in an increase of incontinence for the patient. A new artificial urinary sphincter was implanted. No further patient complications were reported.

Manufacturer narrative:
Concomitant product/therapy: the lot number and model number for the balloon and pump components was obtained through a review of the cuff lot # associated with the surgical history previously provided by the physician. Upon receipt of the pressure regulating balloon and occlusive cuff of this artificial urinary sphincter (aus) at our quality assurance laboratory, the components underwent a thorough analysis. The balloon component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the balloon. Functional testing was not completed as the specifications for the balloon is unknown. Product analysis did not identify a malfunction with the balloon component. The cuff component was visually inspected, microscopically examined, and tested for leaks. A cuff pinhole was identified during microscopic examination proximal to the cuff shell seam. The cuff damage appears to be consistent with wear at a corner of a fold in the cuff. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Product analysis confirmed the reported hole/perforation causing fluid loss from the cuff component. This damage would affect the functionality of the device and would therefore be the most probable cause for the reported urinary incontinence.